Manufacturer narrative:
Initial reporter occupation: occupation is patient/consumer. The test strips were requested for investigation. The test strips (2 vials) were provided for investigation where they were tested using a retention meter and retention controls. Vial #1 testing results (qc range = 2.4 - 3.6 inr): qc 1: 2.7 inr, qc 2: 2.8 inr, qc 3: 2.8 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Vial #2 testing results (qc range = 2.4 - 3.6 inr): qc 1: 2.8 inr, qc 2: 2.8 inr, qc 3: 2.8 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The patient wipes away the first drop of blood and squeezes out the next drop for the test. She also uses the same finger that she uses for her blood sugar testing. Product labeling states: "if needed, immediately after lancing, gently massage the finger from its base until a drop of blood is formed. Do not press or squeeze the finger." On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory result using an unknown method. At 8:55 am the meter result was 4.6 inr. At 10:20 am the laboratory result was 3.5 inr. The patient's therapeutic range is 3.0 inr - 3.5 inr. The patient tests weekly.